Manufacturer narrative:
Investigation is underway. H3 other text: remains implanted in patient.

Event description:
As reported by an edwards lifsciences affiliate, regarding a 26mm sapien 3 ultra valve in the aortic position, approximately 3 years post valve implantation, a valve in valve with a 26mm sapien 3 ultra resilia valve was performed. Reason for intervention is increasing gradient of 42mmhg and a valve area of 0.5mmsq. Patient was stable throughout the procedure. Post implant cath gradient of 2mmhg.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted; therefore, could not be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed as no medical report and/or relevant imagery were provided. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.